Manufacturer narrative:
It was found that the customer centrifuges their specimens for 5 minutes at 5600 rpm, which may be too short and too fast. The field service engineer (fse) verified all mixer positions, straightened a slightly bent nozzle, cleaned a line, and performed a 21-cup precision check successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ft4 ii result from one patient sample tested on the cobas 6000 e 601 module with serial number (B)(6). The reporter stated that two physicians requested the same assay for the patient. Two sample tubes were then collected from a single blood draw. The reporter stated that the patient samples were run almost at the same time. The result of the first sample tube was 0.1 ng/dl. The result of the second sample tube was 1.1 ng/dl. This result was deemed correct. The results from both sample tubes were reported outside of the laboratory.

Manufacturer narrative:
H3: na.